Event description:
It was reported via repair work order that the bed had no power as the power cord was unplugged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.